Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she woke up with high blood glucose. Customer's blood glucose was 556 mg/dl. Customer changed the set and blood glucose went down to 256 mg/dl. Customer's blood glucose then climbed up to 330 mg/dl in the afternoon. Customer was assisted with turning off the block. Customer will not be returning the device for analysis.